Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they needed assistance and to have their implantable neurostimulator (ins) adjusted because they got in an accident. The patient mentioned that their physician believed there was something wrong. It was further reported that the patient had a minor fall in a store about a month prior to the date of this report. The patient¿s physician thought that they may need a new ins or get the device adjusted. The patient reported that the ins used to take away the burning in his legs but was not doing as good of a job. It was noted that this pain began almost a year ago. No further complications were reported or anticipated. Indications for use are spinal pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had a fall on (B)(6) 2018 and had neck and spine surgery after the fall. They stated that as the days and weeks went by after the fall, the patient noticed that the pain would override the stimulator. The patient indicated that they had the implantable neurostimulator (ins) replaced because it took 5 hours to charge, which wasn¿t good for their condition with their prosthetic hips. They added that laying for 5 hours caused them a problem. The patient noted that this had been an issue since they were first implanted in (B)(6) 2014. No further complications were reported or anticipated.